Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the subject ICD was explanted and will be returned due to alleged premature depletion.

Event description:
Reportedly, the subject ICD was explanted and will be returned due to alleged premature depletion.

Manufacturer narrative:
Preliminary analysis confirmed that mechanical and electrical characteristics of the returned device were within specifications.

Event description:
Reportedly, the subject ICD was explanted and will be returned due to alleged premature depletion.